Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a patient underwent a barrett's esophagus procedure. During the procedure, the patient and the user did not experience any injury or harm. After the procedure, the patient complained of prolonged pain in the esophagus. The treating physician prescribed a medication to treat ulcers, but the prescription was too expensive. The patient had supposed higher blood pressure during the period following the procedure when the pain was high. The pain persisted for three weeks. The patient had a stroke within one month following procedure and has made informal claims that stroke resulted from higher blood pressure that was experienced as a result of ablation. Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.